Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the corail std trunnions bevel was widened in a way that the modular head spaced trials get stuck when you attached them to trial a modular head with a corail stem. The bevel must be circular for you to exchange the spacer trials with ease. No surgical delay.

Manufacturer narrative:
(B)(4). The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.